Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced full height cubie drawer 5 was not detected on the bus. A field service engineer (fse) found that two of the three lights on the module controller board were solid, while the communication light was off. The drawer controller, retractor band, and row board ribbon cable were replaced, but no change, issue persisted. The fse further troubleshooting revealed that thermal damage on the pyxis bus cable and an issue with the row c tray causing communication errors. The pyxibus cable and tray were replaced, and the system was tested using the hardware test application and the dispensing application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 was jammed. The user tried to recover but the issue persisted. There were no adverse events or injuries reported based on this event.